Manufacturer narrative:
(B)(4). We have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4) 2015.

Event description:
The customer stated they acquired the patient study in an incorrect orientation and wanted to change the orientation of the images for the doctor. The philips application specialist confirmed that the operator acquirted the patient in the wrong orientation. The application specialist instructed the customer how to annotate the patient images. There was no report of harm to a patient, operator or bystander. There was no malfunction of the system, the system is working as specified. This was use error.